Manufacturer narrative:
Investigation summary: bd has been provided with photos for catalog 301750 lot 180432 to investigate for the record. Visual examination of the photos provided shows the reported brown foreign matter inside the packaging with the product. As a result, bd was able to verify the reported issue. Without the actual sample, the foreign substance cannot be identified. If the product becomes available in the future, bd will reanalyze to determine a more definitive root cause. As this is the first time this lot has been reported, no corrective actions are required at this time. Bd has alerted the manufacturing facility for awareness on the production floor in order to prevent future occurrences. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Moreover, bd has to consider that any high volume manufacturing process may generate some particulate matter and taking into account that in bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed, bd is confident that the highly capable process employed by bd to produce microlance needles keeps foreign matter to low levels through stringent manufacturing processes and environmental controls. Conclusion: not possible to determine without analyzing the foreign matter encountered.

Event description:
It was reported that an unspecified number of needle 19ga 2in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: operator noted brown residue in sealed packaging of one individual needle. Upon further investigation a large piece of paper covered in brown residue was also noted within the sealed pack of the needle. Testing of 4 individual needles from this batch performed as part of routine lab procedure ¿ all results were satisfactory. Batch of needles has been in use since (B)(6) 2019. 1 needle identified out of at least 10 boxes of 100 needles. 1 further needle identified with atypical particles in the packaging but much smaller.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 19ga 2in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: operator noted brown residue in sealed packaging of one individual needle. Upon further investigation a large piece of paper covered in brown residue was also noted within the sealed pack of the needle. Testing of 4 individual needles from this batch performed as part of routine lab procedure ¿ all results were satisfactory. Batch of needles has been in use since 21 may 2019. 1 needle identified out of at least 10 boxes of 100 needles. 1 further needle identified with atypical particles in the packaging but much smaller.